Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the battery voltage sharply decreased once and then went back to normal. Further testing and investigation were recommended. The device remains implanted. The patient received no adverse consequences due to the event. No further information is available.